Event description:
There was an allegation of a questionable elecsys estradiol iii assay result from the cobas e 411 analyzer (disk system) for 1 patient. The initial result on (B)(6) 2026 was 808.8 pg/ml. The patient returned for repeat testing on (B)(6) 2026, and the new result was significantly lower; the exact result was not available. The initial sample was retested because of the difference in results. The repeat result on (B)(6) 2026 was 23.77 pg/ml. During an on-site investigation, the sample was repeated again, and the result was 30.47 pg/ml.

Manufacturer narrative:
The elecsys estradiol iii assay reagent lot number is 921819, and the expiration date is 31-dec-2026. A field service engineer (fse) executed necessary service maintenance, and the analyzer is now working according to specification. The investigation determined that the service action resolved the issue.